Event description:
Update: (B)(6) 2013. Litigation papers received. Litigation alleges that the patient suffers from implant loosening and partial disability.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address groin pain and mechanical symptoms, elevated metal ion levels, fluid collection, osteolysis, and corrosion at the trunnion of the stem.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/24/2014 - medical records were obtained. Medical records identified the dob the complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 04/08/2014.